Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 10/27/2010 to 9/4/2020 and confirmed that this device was previously returned for servicing once before without correlation. Also, there were no production failures indicated on the source device.

Event description:
Sensor error/failed check in. It was reported there was no patient involvement.